Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31528814l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event and steam pop remains unknown. The physician's opinion on the cause of the adverse event was patient condition. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation and the patient experienced pericardial effusion that required pericardiocentesis. The patient also suffered cardiac arrest and required resuscitation. Ultimately, the patient expired. It was reported that there was successful completion of pulmonary vein isolation followed by substrate modification of the anterior wall of the left atrium. Following spontaneous induction of atrial tachycardia, a map of the right atrium was created, diagnosing atypical flutter dependent on the tricuspid valve. During the creation of a cavotricuspid isthmus (cti) ablation line, the study was closed systemically due to an error message and could later be reopened without data loss. Subsequently, an audible steam pop was noted by the attending physician. After a rapid drop in blood pressure, a pericardial effusion was confirmed via transthoracic echocardiography (tte), which was successfully drained. Due to low blood pressure, the patient subsequently required resuscitation, and the emergency team was called. To compensate for blood loss, the aspirated blood was reinfused, and blood transfusions were administered. The bleeding was controlled, and the blood gas analysis (bga) of the patient showed no significant abnormalities given the circumstances. After a period of hemodynamic stability, the patient again required resuscitation. A stable circulation could not be restored. After several hours, resuscitation efforts for the patient were discontinued, and death was declared. The physician's opinion on the cause of the adverse event was patient condition. Procedural activated clotting time (act) was greater than 300 seconds.